Manufacturer narrative:
(B)(4). Product usage when the alleged issue was detected is unknown. A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Failure mode "difficult to attach syrin" was unable to be confirmed. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.

Event description:
The customer alleges having some difficulty attaching the 10ml syringe to the pilot to inflate the cuff.